Manufacturer narrative:
Qc met acceptance criteria. Reagent issues were excluded. A field service engineer (fse) found leaking cell rinse tubes. The fse replaced affected parts and ran checks. Checks met acceptance criteria. The investigation determined the event was caused in relation to service maintenance.

Event description:
There was a complaint of a questionable ca2 calcium gen.2 result for 1 patient tested with a cobas 8000 c702 module. It is unknown if the questionable result was reported outside the laboratory. The patient¿s initial result was 1.79 mg/dl; the repeat was 2.22 mg/dl. The ca2 calcium gen.2 used was lot 579804 and the expiration date was requested, but not provided.